Event description:
The complainant reported that the clinicians were performing a ureteroscopy procedure on a (B) (6) male patient. During this procedure, the clinician were preparing to implant a percuflex plus ureteral stent, when the physician noticed that the bladder coil was torn where the string was attached to the stent. The complainant confirmed that no portion of the stent detached, nor did the pigtail detach. The physician then obtained another percuflex plus ureteral stent and successfully completed the ureteroscopy procedure. The complainant reported that there were no complications to the patient and that the patient's condition is "fine".

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B) (4).